Event description:
Pt's mother reports pt has been on hizentra for years without issue. Pt's mother reports pt's infusion usually takes two to two and a half hours but friday it took four hours. Pt's mother states they do have another pump but prefers to use the one that sometimes runs slow. Pt's mother also reported after infusion on friday pt developed a large oval sized lump that also looks like a red rash and is painful with a burning sensation. Pt's mother states now on monday it feels like a hard knot and is still painful. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Hizentra 20% pfs (4gm total) indication: selective deficiency of immunoglobulin g [igg] subclasses; nonfamilial hypogammaglobulinemia. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - no; is device associated with event available for return? - unknown.